Event description:
Reference number (B)(4). Event occurred in finland. It was reported that the patient went to emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia event. Blood glucose level was 30 mmol/l at the time of the event. The duration of hospitalization was for few hours. Patient got treated with insulin via pen. Patient was also found positive for ketones level. Ketones level was 2.8 mmol/l. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: finland. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Manufacturer narrative:
A supplemental medical device report (MDR) was submitted on 28 october 2025, with the manufacturing report number (MFR) 8021545-2025-01383. Due to an MFR discrepancy, this report was submitted under case ID (B)(4) by error. Therefore, this current supplemental MDR is being filed to correct the associated MFR, which should be linked to case ID (B)(4). Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under acorrective and preventive action (CAPA) plan/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged medical device report (MDR) retraction: the initial MDR with manufacturing report number (8021545-2025-001383), was submitted on 06 june 2025 however, based on the reassessment done on (B)(6) 2026, it was found that the serious injury was not related to the infusion set and there is no allegation on infusion set. The event was due to pump issue. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 5413270, in question was manufactured at the osted site. Threshold analysis: a query was run on 30-sep-2025against "final reporting decision equal "serious injury" and "death" , "lot number" criteria equal 5413270. The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 5413270 was manufactured according to the work instruction (wi) appendix 1 batchcard for production of packaging room on 25-jan-2023 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product was returned. Conclusion summary of complaint investigation: as a result of the following, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.